Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with 400cc mentor memorygel breast implants experienced bilateral implant rupture postoperatively. The patient reported a lump on the left breast, and she has consulted a medical professional for implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. A discrepancy between the reported device date of implantation and the device manufacture date has been noted. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the right-sided implant.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).